Manufacturer narrative:
The evaluation of the returned device, and one (1) returned stent was completed. The x-ray evaluation revealed that the cam assembly was activated twice. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The returned stent was visually inspected and no non-conformance's related to the reported event were found. The injector¿s insertion sleeve was found bent. This finding likely occurred due to how the device was shipped back. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection, and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected, and there was no non-conformance's related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Event description:
It was reported that upon completing a cataract plus (B)(6) microbypass stent system procedure, the surgeon noticed a particulate (possibly metal) floating in the chamber while removing the viscoelastic. Per report, the surgeon successfully retrieved the particulate intraoperatively without patient's impact. Additional information has been requested.

Manufacturer narrative:
Additional information: the investigation of returned material is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause ( source) of the reported event could not be conclusively identified. MFR# reference: (B)(4).